Event description:
During a call in 2007 in which the pt was being provided assistance with the set up of his replacement infusion device, the pt mentioned his blood glucose had been high at lunch time. The pt stated that this was not related to the infusion device as "it was because I forget to bolus." His blood glucose reading was 350 mg/dl after lunch. He realized he had forgotten to bolus and gave himself a 22 unit correction bolus of insulin with his pump. When he checked his blood sugar later, it was 352 mg/dl, so he gave himself another 10 units with the pump. He had not checked his blood glucose again at the time of the call. Pt was assisted with setting up the replacement pump. During follow up with the pt approximately one hour later, he reported that he had checked his blood glucose and it remained high at 356 mg/dl despite the 2 boluses he had delivered earlier. He gave himself an insulin injection of approximately 10 units which did not decrease his blood glucose levels to normal until about 11 p.m. The pt reported a normal blood glucose range of 75-125 mg/dl. Limited troubleshooting did not determined any issues with the product. However, the pt declined to engage in additional troubleshooting as he denied any problems with his infusion sets and stated that "nothing unusual has happened" with his infusion device. After being advised to do so, the pt stated that he would see his physician as his body does not seem to respond to insulin once his blood glucose levels elevate. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.